Event description:
Dr. Used the device and got high readings (6-8 hi readings) and caused patient to take too much insulin. Physician recommended patient go to the ER because they felt ill. Their bg in the ER was 50. Paitent also said their bg was 72 in the hospital.